Manufacturer narrative:
Internal report # (B)(4) product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer compared her meter results to her physician's meter results; trueresult read 73mg/dl and physicians meter read 105mg/dl. Customers expected target range is between 71 and 93mg/dl - fasting. Customer has gestational diabetes. A sugar test was done on her and results were 109mg/dl and physician stated results should have been 104mg/dl or less. Ran blood test during call and result is 113mg/dl - nonfasting. Strip expiration date is 04/13/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory the 73mg/dl (B)(6) 2015 03:07:00 pm fasting:yes, the 92mg/dl (B)(6) 2015 12:08:00 pm fasting:yes, the 77mg/dl (B)(6) 2015 09:09:00 am fasting:yes, the 87mg/dl (B)(6) 2015 10:42:00 pm fasting:yes, the 82mg/dl (B)(6) 2015 02:42:00 pm fasting:yes.